Manufacturer narrative:
The patient underwent mesh implantation due to mixed urinary incontinence and urethral hypermobility. Following insertion the patient experienced dyspareunia and vaginal adhesions. The patient underwent mesh revision and cystoscopy on (B)(6) 2010. No additional information is provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.